Event description:
The customer observed a falsely depressed total psa result on the architect i1000sr analyzer. The following data was provided: sid: (B)(6). Initial: 0.028 ng/ml, retest: 4.238 ng/ml. There was no impact to patient management reported. A field service technician visited and adjusted the instrument and the issue has resolved.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Replacement of two parts: the pre-trigger level sense sensor (part number 08c94-27) and trigger level sense sensor (part number 08c94-26) resolved the issue. Based on the available information, no product deficiency was identified.